Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient suddenly felt dizzy and had a headache. She checked her blood sugar with a meter and it was 600 mg/dl while the cgm was 73 mg/dl. She called her doctor as she was concerned about the difference in values and was advised to go to the emergency room. Her assistant brought her to the emergency room. Upon arrival at the hospital, the nurse checked a bg and it was 600 mg/dl and treated the patient with IV fluids. After treatment, the patient still felt dizzy still had a headache. She checked the cgm again and stated it was displaying 600 mg/dl [it is presumed this is meant to be the bg reading as the cgm does not display a value over 400 mg/dl] and when she looked at the insulin pump it was 40 mg/dl. The patient was in the ER for a few hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.